Manufacturer narrative:
Device evaluation: the reported complaint was unable to be confirmed due to samples not being returned. Photos were not provided to confirm reported failure mode. Testing was not conducted for the investigation. If the product is returned at a later date, this complaint will be reopened for further investigation. A DHR review found no non-conformances.

Event description:
It was reported that blood leaked out of the inner tube and mixed with the fluid in the outer tube and contaminated the level 1 as some blood was found in the reservoir. Have tried troubleshooting with another tubing set (using red food dye) to see if the red dye ended up in the reservoir. It did not. There was no patient involvement.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.